Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the intellivue multi-measurement module x3 displayed a loudspeaker error message. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site. A goods movement indicates a mx_100/x3 speaker assembly was shipped to the customer to repair and resolve their issue. After part(s) replacement the device was returned to functional use with no further issue(s) identified.